Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The struts were squashed at the distal and middle section of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The lesion being treated was located in a severely tortuous unspecified vessel. The 2.75x24mm taxus liberte stent delivery system (sds) was advanced to, but could not cross the target lesion. The procedure was completed using another of the same device. There were no patient complications. However, the returned product analysis revealed stent damage.